Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, post index procedure, the patient suffered an asymptomatic intracranial hemorrhage. No treatment was required and the outcome was reported as resolved. The event was unknown if related to the procedure or the device.

Manufacturer narrative:
The device was disposed at the facility.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy of the right m1 middle cerebral artery (mca) occlusion with the subject retrieval device. The patient had a thrombolysis in cerebral ischemia score of 2b after treatment. However, post index procedure, the patient suffered an asymptomatic intracranial hemorrhage. No treatment was required and the outcome was reported as resolved. The event was unknown if related to the procedure or the device.